Event description:
It was reported that this right ventricular (rv) lead is exhibiting increasing shock impedance measurements, including intermittent measurements that are high out of range greater than 125 ohms. This patient was noted to have a ventricular assist device (vad) and was awaiting a transplant. There was no noise observed with isometric and movement testing and all other measurements were noted to be stable. The boston scientific representative (rep) changed the shock impedance high alarm limit to 150 ohms. Boston scientific technical services (ts) noted that the rep followed all recommendations and explained to the rep that gradual increases in shock impedance measurements are typically due to calcification or scar tissue formation on the lead. Ts further explained the concern when the delivered shock impedance is greater than 145 ohms, at which point the device switches from a biphasic to a monophasic shock delivery. Ts also noted that measured shock impedance is approximately 30 to 60 ohms higher than delivered shock impedance and as the measured value approaches the 150 ohm range, it is recommended that a commanded shock be delivered to determine the difference between the measured and the delivered impedance. The lead remains in service. No patient symptoms or adverse patient effects were reported.